Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device had a bit break off inside during a procedure.  There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device had a bit break off inside during a procedure.  There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences.